Event description:
It was reported that two pedicle screws were damaged. When using the rack retractor with the attachment for the bone screw, there was an avulsion, or tearing away of the attachment and the screw head of the bone screw got damaged. This occurred twice in the segment l5/s1. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The two damaged pedicle screws were returned for inspection and the event was confirmed. The returned pedicle screws were then forwarded to our project manager for respective investigation, with the following result: both screws have broken out of the anchoring of the screw head. Unfortunately, it is now no longer possible for us to understand how these damages occurred. A possible reason could be a too weak tightening in combination with a strong lateral force when distracting. A product fault was not able to be established. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. As a possible reason for the damage could be a too weak tightening in combination with a strong lateral force when distracting, this device failure is related to the conditions of use and operational context contributed to this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, and kwp. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.